Event description:
A (B)(6) male pt underwent a revision surgery due to the plate fracturing 4 weeks post op.

Manufacturer narrative:
The investigation shows that the plate broke by exceeding the material strength after a few cycles under partially high forces in low cycle fatigue mode. Indications for material or manufacturing related problems were not found in this investigation.